Event description:
Low illuminance and poor quality of image. Did not meet use requirements. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result. Additional information: d4: unique identifier (UDI) d8: was this device serviced by a third party? H4: device manufacture date. . Evaluation summary: based on what was reported, it was determined that the video was not displayed properly due to the failure of the driver board due to moisture intrusion into the pve connector. Possible causes of water intrusion into the pve connector include water remaining in the connecting tube of the leak tester, loose parts, and damaged parts that increase damage. However, since the facility opted for third-party repairs, the cause could not be determined. The scope was repaired by the third party and returned to the hospital.